Event description:
The pt underwent a remodeling procedure on (B)(6), 2011. It was reported that, during surgery, the bulge of the graft frayed when the surgeon cut it without thermocautery. There was no reported pt injury and the graft remained implanted in the pt.

Manufacturer narrative:
No product eval was performed since the graft remained implanted. A review of the device history records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the mechanical characteristics (suture retention testing strength at 45 degrees and 90 degrees, and longitudinal tensile strength) on the same fabric as the complaint device indicated values well within product specifications. The testing performed would tend to indicate that the device was not defective. It is commonly accepted among vascular surgeons what woven grafts should be cut using a thermocautery. Therefore, it is considered that an user error has contributed to this event.